Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the left bundle branch (lbb) lead was unscrewed to allow repositioning after conduction system pacing (csp) was not performed. The lead helix was bent due to the stiffness of the septum. The lead was not used and was replaced during the procedure, after which the standard procedure was carried out. The patient remained in stable condition.